Manufacturer narrative:
This report is being submitted as this product is the same or similar to a product sold in the us, catalog number rf310f, 510k#k062887. The device history records could not be reviewed as the lot number is unk. The sample was not returned for evaluation to date. Based on the info submitted, the results of the investigation are inconclusive and the root cause is unk. The current IFU (info for use) states the following: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: the current ifr (info for use) states the following: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgment of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.

Event description:
It was reported the doctor attempted deployment. The filter was positioned 2cm below the lowest renal via the femoral approach, but would only partially deploy. The whole unit was then extracted from the pt via the femoral and another filter was used.